Event description:
It was reported this inflatable penile prosthesis was not working properly. Two weeks later, a revision surgery was performed, during which a crack in the cylinder connecting tube was identified. The pump was removed and replaced. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) pump underwent a thorough analysis. The component was microscopically inspected, leak and functionally tested. The pump tubing was cut down to the strain relief; therefore, it did not return for analysis. Microscopic evaluation identified a hole in the kink resistant tubing (krt), consistent with sharp instrument damage; due to that finding, the pump did not pass the leakage test and could not be functionally inspected. Based on the information available and analysis results, the reported clinical observations could not be confirmed.

Event description:
It was reported this inflatable penile prosthesis was not working properly. Two weeks later, a revision surgery was performed, during which a crack in the cylinder connecting tube was identified. The pump was removed and replaced. There were no patient complications reported.